Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A steerable guide catheter and a mitraclip xtw were prepared per instructions for use (IFU) and inserted without issues. The sgc and mitraclip were then removed as it was determined that a new puncture was required to achieve a better height. However, upon inspection of mitraclip xtw and sgc, the blue clip introducer was observed to be caught on the clip arms and the haemostatic valve of the sgc was observed to have lost fluid. Therefore, the sgc and the mitraclip xtw were replaced. The procedure was completed with one clip implanted. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip introducer retraction problem (clip introducer caught on clip arm) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.